Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic and the atrial lead exhibited noise. The noise was reproducible with arm movements. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information notes the lead continues to exhibit noise. The patient experienced some dizziness due to inhibition. While explanting the lead it appeared that there was insulation degradation on the lead. There were no patient symptoms reported.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 23.3 cm to 24.2 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. This likely contributed to the complaint of noise reported in the field.